Event description:
Health care professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, broken shell, yellow particles in device inner surface and missing shell. Leak test and microscopic analysis was performed which identified: total delamination of valve, one opening striated and broken striated. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening striated in the side anterior assessed as surgical damage. A striated edge broken in the side anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Health care professional reported right side deflation. The device has been explanted.